Manufacturer narrative:
The explanted device was returned to the MFR for eval, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a vented electric left ventricular device (lvad). It was reported by the vad coord that the pt was experiencing red heart alarms. The pt was admitted to the hosp. Waveforms and data were sent to the MFR to confirm pump end of life. A lvad pump exchange was planned; however, the pt was successfully transplanted in 2009.